Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a colectomy, the demonstration handles got wet and was no longer functioning or turning on. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The handle was attached to a representative clamshell and adapter, the handle could not be fired due to a nonfunctional green key and the handle resetting, confirming the reported condition. Moisture ingress was found on the flex cable and also on the board. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The power handle carries an ipx3 rating according to which only provides protection from spraying water. The handle is instructed to be cleaned per IFU which states to "wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.